Event description:
The customer reported through sale rep, in the preparation of a procedure the head nurse opened the plastic wrap of the product involved, then discovered that there was no product and labels inside the package. Moreover, the sales rep reported that the blister was present but empty. The procedure was completed successfully using a different item without any delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. (B)(4): packaging not returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the affected device or the empty packaging / blister was not returned for evaluation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported through sale rep, "in the preparation of a procedure the head nurse opened the plastic wrap of the product involved, then discovered that there was no product and labels inside the package. Moreover the sales rep reported that the blister was present but empty. The procedure was completed successfully using a different item without any delay.